Event description:
It was reported that during use with 100 bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter: underfilling of the tubes, although the shelf life has not passed. Sample not available. Quantity involved 100.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode.